Event description:
It was reported "the doctor found needle hub crack during used on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one opened cvc set with multiple components, including an 18ga introducer needle for analysis. Signs of use were observed on the needle. Visual analysis revealed that the needle hub contained one crack on the hub. Microscopic examination confirmed the crack in the introducer needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through complaint investigation of the returned sample. Visual inspection revealed cracks on the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The implementation date of the CAPA occurred after the manufacturing date of the needle hub batches from this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found needle hub crack during used on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".